Event description:
The facility reported an infusion pump with 570:320:844:0000 error on all 3 channels. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative there was not any patient injury or medical intervention. No additional contact information was available.